Event description:
Event description guidant received information that the pacemaker is not sensing the r-waves of this ventricular implantable lead. The ventricle is also not capturing at maximim output. Technical services advised it sounds like the lead is dislodged and recommended a x-ray.